Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the system controller pcb assembly and the user interface pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly but could not observe any discrepancies. Physio-control also further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u15 being shorted. This ic chip, designator u15 on the system controller pcb assembly being shorted, caused several event codes to be logged, no ECG and constant 'connect electrodes' messages when a therapy cable was used.

Event description:
The customer contacted physio-control to report that a nurse had observed that the service led on their device was illuminated. During device evaluation, physio-control observed that the device had logged multiple event codes into its memory. The device would not recognize the therapy cable or hard paddles being connected. There was no patient use associated with the reported event.